Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A technical support specialist dialed in to the es server, stopped the printer spooler service, and opened the bulletin print service and the rendered reports folder. The tss highlighted and deleted all jobs in the rendered reports folder, where more than 10,000 files were detected, then started the printer spooler service and restarted the bd bulletin print service. The tss also attached the relevant knowledge articles (configuring scheduled reports-bd pyxis¿ enterprise server), (stock out bulletins not printing) and (bulletins not printing-not a printer or service issue). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user indicated that stock-out and critical-low scheduled reports were not printing automatically. However, there were no delays or adverse events or injuries reported based on this event.